Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope number 1 switch malfunctioned. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of switch 1 malfunctioned was confirmed. The device evaluation found the reportable malfunction identified in b5, the nozzle had foreign material. The following information was received from the customer regarding the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The following non-reportable findings were found during device evaluation: switch 1 does not work due to damage, water tightness was lost due to a crack on suction connector, scope connector cover unit had a scratch, universal cord had a scratch, universal cord had a dent, grip had a scratch, scope cover had a scratch, suction connector had a scratch, suction cylinder was shaved, switch box had a scratch, switch 1 had a scratch, plastic distal end cover had a scratch, forceps elevator lever had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, control unit is dirty due to water leakage, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, water tightness was lost due to deformation of upward/downward angulation control knob, forceps elevator knob had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.